Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the three dimensional image had defects or was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the broken video cable, the three dimensional image had defects or was not displayed. Additionally, regarding the problems with the lens, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a problem with the lens. The issue was found during reprocessing. There were no reports of patient involvement.